Event description:
It was reported the video system center had no image. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of no image was confirmed. Based on the results of the investigation, the suggested event was likely due to a defective low voltage switching device board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.